Event description:
The clinic reported that the machine was leaking water with inaccurate fluid removal. No pt injury or medical intervention was reported. The gambro tech svs (gts) rep found that two of the balance chamber valves were leaking between the valve body and the solenoid. The valves were replaced.